Manufacturer narrative:
Bec customer technical support (cts) had the customer to retighten the tube to the lower fitting and this resolved the issue. Service was not dispatched for this event. No further collar wash leaking complaint was filed as of 08/29/2011.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the cartridge chemistries (cc) results were suppressed and a leak was coming from the bottom fitting on the cc sample probe collar wash. The issue is associated with unicel dxc 600 pro synchron clinical system. No data was provided by the customer; customer discarded the data results. No sample issues were noted. No specific sample information was supplied. There was no an effect to patient or user.